Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using g7 sensor, which affected pump function. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed pump reset with guidance, confirmed that error did not recur, and successfully started new sensor session, with no further issues reported.